Event description:
The pt was implanted with the device on 10/22/91. On 7/1/96 the physician noted siliconoma in the pt's left breast. No add'l info regarding this occurrence is available at this time.